Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited the server plug-in (z-block) has foreign objects, the adhesive around light guide lens has a crack, and the inside of the light guide lens has a stain. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Regarding the z-block has foreign objects and inside of light guide lens has stain, the foreign material could not be identified. It is likely the result of insufficient reprocessing; however, a definitive root cause could not be established. The root cause could not be identified. Based on the results of the investigation for adhesive around light guide lens has a crack., the most probable cause of the complaint is cause traced to component failure, likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.